Manufacturer narrative:
Investigation of the returned product found evidence of an internal fluid leak, including discoloration, corrosion around battery compartment, and presence of residual fluid on most internal assembly surfaces. A leak test was performed, which confirmed a leak in the fluid path caused by a tear in the cannula tubing. This leak would have resulted in insulin contacting the internal components and assemblies, ultimately resulting in device failure. A pod malfunction is thus confirmed as a contributing factor to the customer's high bg. There was evidence of this defect mode in lot acceptance testing for this pod lot (l30452); results were deemed acceptable. Risk level to the patient was determined to be extremely low (1.3 in 10,000). Diabetics are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hours and, "if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." The customer's bg history shows the pod was worn for just over eleven hours after the first bolus was administered. Insulet has initiated an internal investigation to identify the root cause of the failure mode. The investigation is in process as of the date of this report.

Event description:
Customer reported high bg (meter read "high") after wearing the pod for approximately four hours. Throughout the following eleven hour period, multiple correction boluses were administered, however, her bg remained consistently above 400 mg/dl. The pod then alarmed and was deactivated. It was returned for evaluation.